Manufacturer narrative:
The investigation for the reported high purge pressure issues has been completed. Pump was not returned for investigation. Data log shows a rise in purge pressure and purge-related alarm after the three minute long purge cassette/bag change procedure. The cause of the high purge pressure issue was use related since the purge cassette/bag change procedure change took more than 2 minutes based on data log review. The recommended purge cassette/bag change time is 90 seconds. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 66yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge system blocked. The customer ran tissue plasminogen activator (tpa) through the purge. Pump shows signs of flow saturation which has gotten progressively worse since. Pump was explanted secondary to pump failure as a result of increased purge pressure. There was no patient harm reported.